Manufacturer narrative:
Of the 60 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80145 and 2020394-2021-80258. The lot number was provided for 39 out of 58 malfunctions, therefore, lot history reviews were performed. Of the 58 malfunctions, two malfunctions had the product catalog number updated to dl900j. The devices were not returned for evaluation; however, medical records were provided and reviewed for 31 malfunctions. Images were provided for three malfunctions. For 16 malfunctions, the investigations are confirmed for perforation. For the remaining 37 malfunctions, the investigations are inconclusive for perforation. For four malfunctions, the investigations are confirmed for perforation of the inferior vena cava and filter migration. For remaining one malfunction, the company is still investigating the issue at this time. The definitive root causes could not be established. The devices were labeled for single use. (Lot number: gfyc3726, gfyl3374, gfyl3388, gfxi2523, gfzd4271, gfyl1974, gfzj0444, gfyg2720, gfze3692, gfze3677, gfat2778, gfya0048, gfyj2996, gfyi2706, gfxl1923, gfap0131, gfya0053, gfzc0095, gfya0054, gfaz2944, gfyd3220, gfzk0297b, gfxh2806, gfyd3220, gfzc0096, gfaq1101, gfxk3037, gfzk3526, gfav0670, gfyf3384, gfzd4295, gfzf3922, gfzd0052, gfyd3204, gfaz0254, gfas2481, unknown). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 58 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The 58 malfunctions involved a patient with no known impact to the patient. Of the 58 malfunctions, 13 were male and 17 were female. 22 patients ages ranged from 26 to 81 years old. Six patients weights ranged from 160 - 300 pounds. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 60 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80145 and 2020394-2021-80258. H10: of the reported 58 malfunctions, lot numbers were provided for 39 malfunctions and the lot history review were performed. The product catalog number for two malfunctions were updated as dl900j and for 12 malfunctions it was updated as unk denali. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for 36 malfunctions and images were provided for 15 malfunctions. Therefore, for 16 malfunctions the investigation is confirmed for the reported perforation, for 32 malfunctions the investigation is inconclusive for the reported perforation and for the remaining 5 malfunctions the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for migration(a0104). Therefore, for the remaining five malfunctions the company is still investigating the issue at this time. H10: d4 (lot number: gfyc3726, gfyl3374, gfyl3388, gfxi2523, gfzd4271, gfyl1974, gfzj0444, gfyg2720, gfze3692, gfze3677, gfat2778, gfya0048, gfyj2996, gfyi2706, gfxl1923, gfap0131, gfya0053, gfzc0095, gfya0054, gfaz2944, gfyd3220, gfzk0297b, gfxh2806, gfyd3220, gfzc0096, gfaq1101, gfxk3037, gfzk3526, gfav0670, gfyf3384, gfzd4295, gfzf3922, gfzd0052, gfyd3204, gfaz0254, gfas2481, unknown), g3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 58 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. The 58 malfunctions involved a patient with no known impact to the patient. Of the 58 malfunctions, 13 were male and 17 were female. 22 patients ages ranged from 26 to 81 years old. Six patients weights ranged from 160 - 300 pounds. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes 57 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced perforation. This information was received from various sources. All the fifty seven malfunctions involved a patient with no known impact to the patient. Of the 57 reported malfunctions, 24 were male and 29 were female. 47 patients ages ranged from 26 to 85 years old and 11 patients weights ranged from 72 to 148 kgs. The remaining patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 60 reported malfunctions, 3 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80145,2020394-2021-80258 and 2020394-2021-80712. H10: the lot number was provided for 40 out of 57 reported malfunctions, therefore, lot history reviews were performed. Out of 57 malfunctions,product catalog number for eight malfunctions were updated as dl900j and two malfunctions are updates as unk denali. The devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for 54 malfunctions of which 41 included images. Medical records were not provided for three malfunctions, therefore, the investigation is inconclusive for the alleged perforation. Out of 57 malfunctions, 35 malfunctions were confirmed for the reported perforation. Perforation is inconclusive for the reported 8 malfunctions. For 8 of the 57 malfunctions, the investigation is conformed for the alleged migration and perforation. Perforation, detachment and migration are confirmed for one malfunction, therefore, a010402 and a0501 trending codes were added. Material deformation and perforation are confirmed for 1 of the 57 malfunctions; therefore, a0406 code was added additionally. The remaining malfunction is confirmed for migration but inconclusive for the perforation. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (lot number: gfyc3726, gfyl3374, gfyl3388, gfxi2523, gfzd4271, gfyl1974, gfzj0444, gfyg2720, gfze3692, gfze3677, gfat2778, gfya0048, gfyj2996, gfyi2706, gfxl1923, gfap0131, gfya0053, gfzc0095, gfya0054, gfaz2944, gfyd3220, gfzk0297b, gfxh2806, gfyd3220, gfzc0096, gfaq1101, gfxk3037, gfzk3526, gfav0670, gfyf3384, gfzd4295, gfzf3922, gfzd0052, gfyd3204, gfaz0254, gfas2481, gfyf3858, unknown), g3. H11: b5, d4(corporate lot no), h6(result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: of the (B)(4) malfunctions, (B)(4) lot numbers were provided, and lot history reviews were performed. Of the (B)(4) malfunctions, two malfunctions had the product catalog number updated to dl900j, for which the investigation remains inconclusive. The devices have not been returned for evaluation. However, nine malfunctions provided medical records with two of those malfunctions also providing an image; three of which confirmed perforation, and six were inconclusive for perforation. The remaining malfunctions remain inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfzd4297, gfyc3726, gfyl3388, gfxi2523, gfzd4271, gfyl1974, gfyg2720, gfze3692, gfze3677, gfya0048, gfyi2706, gfxl1923, gfap0131, gfya0053, gfzc0095, gfya0054, gfaz2944, gfyd3220, gfxh2806, gfzc0096, gfaq1101, gfxk3037, gfzk3526, gfyi2704, gfav0670, gfyf3384, gfzd4295, gfzf3922, gfzd0052, gfyd3204, gfaz0254, gfas2481, unknown); g4 h11: b5 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 60 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced a patient device interaction problem. This information was received from various sources. The (B)(4) malfunctions involved a patient with no known impact to the patient. Of the (B)(4) malfunctions, six were male and four were female, ranging between 48 and 81 years-old with a weight range between 86 and 136 kg. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for 38 out of 60 malfunctions, therefore, lot history reviews were performed. Of the 60 malfunctions, two malfunctions had the product catalog number updated to dl900j. The devices were not returned for evaluation; however, medical records were provided and reviewed for fourteen malfunctions. Images were provided for two out of sixty malfunctions. Five malfunctions were confirmed for the alleged filter perforation. Nine malfunctions that provided medical records were inconclusive for perforation. For the 46 of the reported 60 malfunctions, medical records and images were not provided, therefore, the investigation is inconclusive for the alleged filter perforation. The definitive root causes could not be established. The devices were labeled for single use. H10: d4 (lot number: gfzd4297, gfyc3726, gfyl3388, gfxi2523, gfzd4271, gfyl1974, gfyg2720, gfze3692, gfze3677, gfya0048, gfyj2996,gfyi2706, gfxl1923, gfap0131, gfya0053, gfzc0095, gfya0054, gfaz2944, gfyd3220, gfxh2806, gfzc0096, gfaq1101, gfxk3037, gfzk3526, gfyi2704, gfav0670, gfyf3384, gfzd4295, gfzf3922, gfzd0052, gfyd3204, gfaz0254, gfas2481, unknown); g4. H11: b5,g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 60 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced a perforation. This information was received from various sources. The 60 malfunctions involved a patient with no known impact to the patient. Of the 60 malfunctions, seven were male and seven were female. Seven patients ages ranged from 48 to 81 years old. Five patients weights ranged from 73 - 136 kgs. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes 59 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced a perforation. This information was received from various sources. The 59 malfunctions involved a patient with no known impact to the patient. Of the 59 malfunctions, eight were male and eight were female. Seven patients ages ranged from 48 to 81 years old. Three patients weights ranged from 86 - 136 kgs and two patients weights ranged from 160 - 232 pounds. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 60 reported malfunctions, 1 was reassessed for reportability and determined to be reportable as a serious injury, and will be reported under MDR record 1736694. H10: the lot number was provided for 38 out of 59 malfunctions, therefore, lot history reviews were performed. Of the 59 malfunctions, two malfunctions had the product catalog number updated to dl900j. The devices were not returned for evaluation; however, medical records were provided and reviewed for 17 malfunctions. Images were provided for three malfunctions. Six malfunctions were confirmed for the alleged filter perforation. For the remaining 53 malfunctions, the investigation is inconclusive for the alleged filter perforation. The definitive root causes could not be established. The devices were labeled for single use. H10: (lot number: gfyc3726, gfyl3374, gfyl3388, gfxi2523, gfzd4271, gfyl1974, gfzj0444, gfyg2720, gfze3692, gfze3677, gfya0048, gfyj2996,gfyi2706, gfxl1923, gfap0131, gfya0053, gfzc0095, gfya0054, gfaz2944, gfyd3220, gfxh2806, gfzc0096, gfaq1101, gfxk3037, gfzk3526, gfyi2704, gfav0670, gfyf3384, gfzd4295, gfzf3922, gfzd0052, gfyd3204, gfaz0254, gfas2481, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the 60 malfunctions, 39 lot numbers were provided, and lot history reviews will be performed. The devices have not been returned for evaluation. However, eight malfunctions provided medical records; three of which confirmed perforation with one of those malfunctions also providing an image, and five were inconclusive for perforation in which one of those malfunctions had provided a photo. The remaining malfunctions remain inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number: gfzd4297, gfyc3726, gfyl3388, gfxi2523, gfzd4271, gfyl1974, gfyg2720, gfze3692, gfze3677, gfta2778, gfya0048, gpyj2996, gfyi2706, gfxl1923, gfap0131, gfya0053, gfzc0095, gfya0054, gfaz2944, gfyd3220, gfxh2806, gfzc0096, gfaq1101, gfxk3037, gfzk3526, gfyi2704, gfav0670, gfyf3384, gfzd4295, gfzf3922, gfzd0052, gfyd3204, gfaz0254, gfas2481).

Event description:
This report summarizes 60 malfunctions. A review of the reported information indicated that model dl900f vena cava filter allegedly experienced a patient device interaction problem. This information was received from various sources. The 60 malfunctions involved a patient with no known impact to the patient. Of the 60 malfunctions, five were male and four were female, ranging between 48 and 81 years-old with a weight range between 86 and 136 kg. The remaining patients¿ age, weight, and gender were not provided.